Manufacturer narrative:
Correction: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Per the caution on page 2-17, spectrum iq operator's manual, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the intravenous (IV ) set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." The pump's dose error reduction system (ders) is described on page 8-3 and includes a primary flow check for error prevention. A screen displays at the start of the infusion and the clinician must make sure that: all clamps are open, there are no kinks in the tubing that might prevent flow, and drops are flowing in the drip chamber. The screen requires user response via a key press. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump generated an infusion complete alarm when the bag was still full. The levophed was infusing at 16.6 mls/hour over three hours, for a total dose of 50ml. The tubing was observed to be kinked above the pump. Once the kinked tubing was straightened, the patient's blood pressure quickly improved and levophed requirements decreased. Treatment for the decreased blood pressure was not reported. No additional information is available.